Event description:
International affilate reports wound dehiscence occurred two days following pancreaticoduodenectomy. It was reported that the patient was returned to surgery and noted that the suture was broken a few centimeters from the knot. The condition of the patient is currently satisfactory.